Event description:
It was reported a spectrum pump had a constant "door not closed" error. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not closed error was confirmed and reproduced during the device investigation as a door not fully latched message. This condition was determined to have been caused by loose link screws. The link screws were replaced.